Event description:
The customer reported to olympus that the gastrointestinal videoscope bowden cable was broken. The device was returned for evaluation. During the device evaluation, the white foreign material was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found a leak at the plastic distal end cover; the distal end insulation inspection failed; switch1 had a pinhole; the forceps channel port was corroded; the air/water cylinder had foreign material; the scope connector cover unit was corroded due to wear of angle wire, bending angle in up direction did not meet the standard value, the air/water tube had foreign material, the objective lens was cracked, the light guide lens was corroded, the connecting tube was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the air and water channel could not be identified. It is possible reprocessing was not completed correctly due to a cracked cover which caused leakage. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.